Manufacturer narrative:
The ufr was the only information for this case; the hospital did not involve the local dräger s&s organization into any follow-up measures. The contact person named in the ufr could not provide further information. A case-specific evaluation is not possible on the base of the few known aspects; dräger derives the following: a reboot is the specified device behavior to overcome interrupts in the processing of sw routines that can't be rectified by other means. To set all processes back to a controlled state, the device briefly powers off and back on, the breathing system will be opened to ambient to allow spontaneous breathing. The user is alerted by means of a corresponding alarm. Under consideration that the reboot can remedy the error condition, the device will resume ventilation with previous settings after approx. 12 seconds. In the particular case, the reboot could obviously not remove the error condition since repeated reboots were described by the user - this would suggest that the deviation is rather hardware-related. The triggering condition cannot be determined in the particular case due to lack of relevant information. However - based on experience and on the device age, the following scenario would fit to the description: the device is equipped with an internal battery to cover mains power losses for a certain period of time. This internal battery is subject to wear and tear, shall be regularly inspected, the recommended replacement interval is two years. The device is more than five years old and may still be equipped with the initial battery installed at the time of manufacture. If so, it needs a second contributing factor that the device runs into repeated reboots. Imaginable would be that the supervisor software detected an internal overheating of the device. A big source of waste heat is the power supply - the device is thus designed to temporarily switch off the power supply to allow it to cool down when an over-temperature condition is detected. Operation would normally be continued on internal battery but when the latter is completely worn, this will end up in repeated reboots because the battery runtime was not enough to reduce the power supply's temperature. There are certain other scenarios imaginable that may apply as well - a differentiation is not possible on the base of the given facts. It is recommended to the hospital to have the device checked by trained service personnel and repaired if necessary.

Event description:
Dräger received an ufr in which the following was stated: "frequent black screen occurrences during ventilator use, with repeated power cycling." There was no detail in the report which would reasonably suggest that patient consequences may have occurred.